Event description:
It was reported that several bd ultra-fine¿ nano¿ pen needles clogged during priming. The following information was provided by the initial reporter: "consumer reported during the flow check found 15 pen needles from this box to have been clogged. "

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd ultra-fine¿ nano¿ pen needles clogged during priming. The following information was provided by the initial reporter: "consumer reported during the flow check found 15 pen needles from this box to have been clogged. "

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?: yes d.9. Returned to manufacturer on: 25-apr-2022 h.6. Investigation: customer returned a total of 3 used 4mm, 32 gauge nano pen needles. No tear drop labels were returned for lot confirmation. The pen needles were visually inspected prior to testing. All 3 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that the 3 pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.